Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported that the graftmaster was deployed with a maximum pressure of 10 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. It is unknown if the IFU deviation contributed to the reported event. The reported patient effect of ventricular tachycardia as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported difficulty deploying the stent. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). (B)(6). The patient remains hemodynamically stable and there has been minimal (decreased) output from the pericardial drain (drained every 2 hours, then every 4 hours, then every eight hours). As of (B)(6) 2017, the patient remains in cicu. The patient has been experiencing right lower quadrant pain (accompanied by rapid breathing and tachycardia likely due to pain, per the physician) since the 2nd return to cicu and is concerning for possible graft infection or rejection versus pain from instrumentation; the pain is being treated with hydromorpine medication. A computerized tomography scan performed (B)(6) 2017 showed hemoperitoneum (blood in the peritoneal cavity) that tracked down via the diaphragm to the abdomen, surrounding the liver and spleen with some splenic artifacts, and is reportedly a result of the perforation. No additional information was provided. Hyperlipidemia; hypertension; anemia; erosive gastropathy, hyperkalemia; nonproliferative retinopathy; and thoracic aortic atherosclerosis. Concomitant devices: stents: 4.0x38mm boston scientific synergy (x2); 4.0x19mm rx graftmaster. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other rx graftmaster device is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a large perforation after post-dilatation of two deployed 4.0x38mm non-abbott stents in the 80 to 85% stenosed mid saphenous vein graft (svg) to the right coronary artery (rca). Due to the large size of the perforation, deployment of two covered stent was pre-planned. A 3.5x19mm rx graftmaster was deployed at 10 atmospheres (atm) and an expired 4.0x19mm rx graftmaster was deployed at 10 atm. Routine post-dilatation of both stents was then performed. The covered stents appeared to have sealed the perforation; an x-ray showed no additional bleeding. Echocardiogram then revealed pericardial effusion which was treated with pericardiocentesis and placement of a drain, with 195ml blood drained. The patient was then admitted to critical intensive care unit (cicu). While in cicu later that day, the patient experienced recurrent signs of cardiac tamponade, hemorrhagic shock, and the continued filling of the drain (at least 600 cc), indicating the bleeding had not stopped. The patient was intubated. The patient was returned to the cath lab. While the graftmaster stents were patent, small residual perforation was noted between the stents. Additional balloon post-dilatation of both graftmaster stents was performed, further expanding the graftmaster stents and successfully sealing the residual perforation and resolving the tamponade. As hemoglobin had dropped to 5.7 g/dl from the pre-procedure value of 9.2, two units of packed red blood cells were administered, resulting in a rise in hemoglobin to 8.3. The patient was returned to cicu.